Event description:
According to the reporter, this study compared clinical outcomes and resource utilization among patients who received laparoscopic gastric bypass surgery procedure using either the ultrasonic dissector or other manufacturer energy devices either alone or with staplers or other manufacturer staplers. It was noted that the ultrasonic dissector used with the stapler had patient complications of bleeding and blood transfusion.

Manufacturer narrative:
D10 concomitant product: unknown surgical innovations bo product, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.